Event description:
The product was applied during a laparoscopic cholecystectomy procedure. Reportedly, the scope vision was not clear. The surgeon applied another device. The hosp has reported no pt injury occurred.